Manufacturer narrative:
Continuation of medical devices: 5076-52 lead: implant date: (B)(6) 2015, 5076-58 implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.